Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted: (B)(6) 2012; 4194 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was causing diaphragmatic stimulation. The lead was reprogrammed and remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.